Event description:
It was reported, the colonovideoscope had an e99 error and during review, it was discovered that there was a mistake in the customer's acecide check method. The acecide test strip instructions require that the test strip be dipped for 3 seconds, blotted and evaluated for correct concentration reaction after 7 seconds (correct concentration shows fully black on the test strip). The customer had been evaluating the test results past the instructed 7 second time period. If the checker paper does not show fully black after the 7 second test time but later is fully black, that does not verify proper concentration. The issue was identified during reprocessing. The procedure was completed using the same set of devices. There were no reports of patient infections or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the facility staff used the aceside checker incorrectly, judging the concentration to be valid even when the reaction zone of the aceside checker turned black over a long period of time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the olympus endoscope reprocessor had the first e99 outbreak and discovered that there was a mistake in the acecide check method. Even if the checker paper shows white (no concentration) 7 seconds after liquid removal, if it turns black over time, it has been incorrectly determined that there is no problem with the concentration. The issue occurred during reprocessing. There were no reports of patient harm or infections.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted.